Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis developed capsular contracture (baker grade unknown) in her left breast post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 325cc gel breast prostheses on (B)(6) 1999. The suspect medical device was discarded following explant surgery.